Event description:
It was reported that "this patient had just started receiving a hemo-dialysis treatment through a femoral split catheter when the connection between the catheter and the dialysis tubing disconnected resulting in a blood loss."

Manufacturer narrative:
This complaint was received by medcomp from the FDA who in turn received it through the medwatch program. The report did not contain any contact or facility information. No additional info could be obtained. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. Without examination of the device involved in the event, we are unable to determine the cause or factors which contributed to this event.